Manufacturer narrative:
Twenty-three (23) new list # 142540489, ls, prim plumset, clv second; lot # 3904065 were received for investigation. The complaint of leakage could not be confirmed on the twenty-three (23) new still in package primary plum set. Each of the returned sets were leak tested per product specification. There were no leaks anywhere along the fluid path. Each of the returned twenty-three (23) new 142540489 primary plum set met product specification. Without the return of the used sample a comprehensive failure investigation cannot be performed and a cause cannot be determined. The device history review for lot 3904065 was reviewed and no non conformities were found that would have led to the reported complaint.

Event description:
The event occurred on an unknown date. The customer reported a primary plumset¿, clave¿ y-sites, 0.2 micron filter, 112 inch, that leaked during an unspecified chemo infusion. The chemo drug leaked on the patient, but the patient was doing fine. The chemo spill protocol of the facility was followed. The leak occurred approximately 20 hours after the infusion started. There was no hole, cut, tears, or any defect noted. There was no report of human harm. This report captures the fifth of five events.